Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, a ¿placement signal not reliable¿ alarm occurred. The alarm was disabled, pump support continued without interruption, and the patient experienced no harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The impella 5.5 pump was not returned. Upon review of data logs placement signal not reliable observed. Please refer to manufacturer report number 1220648-2024-12317 for an investigation into the console. The cause of the optical signal issue was most likely sensor silicone wear per log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.